Manufacturer narrative:
The abandoned lead remains implanted and will not be returned to boston scientific crm; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had exhibited impedances greater than 2000 ohms. During the routine device replacement procedure; the decision was made to surgicaly abandon the pace/sense portion of this lead and add a new pace/sense right ventricular lead as the shock impedance, r waves and threshold were stable. No adverse patient effects were reported.